Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-i5500c-us is available in the USA with a 510k number k190805. Evaluation summary: it was caused due to a damage on the touch screen board. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during inspection. There was no report of patient harm. The touch screen does not work directly after repair, it looks like "frozen", see attached video. Detected during re-installation.